Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint (B)(4), was included in the recall. This is a combined initial/final report.

Event description:
Name of procedure: ni. Intervention: the case was completed with the new device. Patient status: no patient injury. Event description: ¿when the surgeon tried to load and fire the first clip to use the device, the clip was not loaded so it did not work at all. The device was replaced with the new device.¿ product is not available for return.